Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, there was no image upon angulating up due to a ccd (charge-coupled device_ failure. Additionally, the insertion tube had a heavy dent near the boot; however, this defect is not considered severe enough to cause a potential adverse event. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, physical stress was applied to insertion section which led to damage of ccd-unit (charge-coupled device unit). Subsequently, the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information please read before use ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the evis exera iii bronchovideoscope cut out when articulating the bending portion all the way. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.